Event description:
It was rpeorted that the pt underwnet an ablation procedure. Post operatively, the pt developed cervical stenosis. And dysmonorrhea occurred. The pt required opening of tyhe cervical canal in the office.